Manufacturer narrative:
Attachment medwatch report #mw5183316.

Event description:
Subsequent to the initial report being filed, a medwatch report was received stating the following: during pci (percutaneous coronary intervention), as ptca (percutaneous transluminal coronary angioplasty) balloon was being removed from lad (left anterior descending), balloon shaft broke with the balloon at end of guide. Dr (B)(6) removed guide, balloon, and wire as one unit successfully. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the device during preparation or during successful use in the anatomy, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the patient¿s anatomy during removal, such that difficulty was encountered and subsequently the shaft separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: b6 - full date added correction: d9 - device available for evaluation: updated from yes to no medwatch attached.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. The 3.5x30mm trek rx balloon dilatation catheter (bdc) was inflated and used without issues. The bdc was deflated and an attempt to remove it was made; however, resistance with the anatomy was felt and the shaft separated from the hypotube. The bdc and the separation were removed as a single unit with other non-abbott devices. The procedure was successfully completed with a new 3.5x30mm trek rx bdc. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.